Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. It was determined that the device was not working. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor was seized, jammed and heavy moving on the small battery drive device. It was further noted that the device failed pre-test for attachment coupling, off/oscillation/on switch mode function, switching function, triggers and electronic control unit function, compatibility between small battery drive device and small battery drive device ii, function with pen drive console and not working. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.